Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the suspect uim was returned to carefusion for evaluation. The uim was placed on a test fixture and evaluated but there were no failures detected. The reported issue could not be duplicated. Visual inspection of the component was performed but there were no loose connections or damaged components that could have been related to the reported issue. The exhaled carbon dioxide port was found to be physically broken, but that would not be a cause of the reported issue. The control board was replaced as a precaution and returned to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is intermittently blank. The unit was on a patient when the reported issue occurred, but there was no patient harm or injury with this event.